Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the instrument exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.50 mm x 0.85 mm. There was not any material missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument's drawn at the junction of the protection. The procedure was completed and the device was not used the patient. Isi followed up with the initial reporter and obtained the following additional information: the problem occurred post-anesthesia. The damage was observed was on the mcs instrument on the main shaft. There was no damage observed on the protective tip. The damage was observed just on the grey section. The tip cover accessory was not available for return to is for evaluation as it was not affected, damage observed prior to use. The instrument did not have any piece from the distal end of the instrument detached/broke off. There were no photographic images of the device(s) or a video recording of the procedure available for review. There was no harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.